Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed, the patient experienced broken poly. This adverse event was addressed with revision to explant the legion ps high flex poly on (B)(6) 2022. The patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to a broken poly. It was communicated that the requested clinical documentation was not available. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported broken poly insert and subsequent revision could not be determined. The current patient status remains unknown. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4). Sections d1 and d4 were corrected.